Manufacturer narrative:
Visual evaluation revealed that the needle and sheath was bent near the distal end of the handle. In addition the distal end of the needle was bent. Functional analysis revealed that there was slight resistance while advancing and retracting the needle. The complaint was confirmed. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the distal trachea during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal end of the needle was bent while trying to enter a lymph node. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the distal trachea during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the distal end of the needle was bent while trying to enter a lymph node. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.